Manufacturer narrative:
The t:slim x2 basal iq user guide states: test blood glucose (bg) levels as recommended by your healthcare provider. Maintain sufficient diabetes self-care skills. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (400mg/dl range). Reportedly, customer was not using an active sensor, was not testing blood glucose, and did not take any action to address blood glucose. Customer was treated with insulin and fluids to resolve the issue. Multiple follow up attempts were made to obtain hospital discharge date; however, the customer did not respond.